Event description:
Pt rec'd sigmoid colon resection in 2003. Eleven days later, pt was sick and retching. During retching episode several 2-0 steel suture broke. Pt had emergency surgery for abdominal wound dehiscence.